Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The reported products were reviewed for compatibility with no issues noted. Device history record was reviewed and no discrepancies were found. A definitive root cause could not be determined. Upon further review this event is not considered a reportable event as no patient injury was reported.

Event description:
It was reported that a patient has indicated their hip prosthesis was made with defective material. Attempts have been made and no additional information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product has been discarded. Concomitant medical products: item number: 00801802814, item name: femoral head +7x28mm dia ns, lot #: 61940096. Item number: unknown, item name: unknown cup, lot #: unknown. Item number: unknown, item name: unknown stem, lot #: unknown. Foreign report source : (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02224. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised for unknown reasons due to defective material. Attempts have been made and no additional information is available at this time.